Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma in the "right and left" cheek, in the jawline and the chin. On the first week of (B)(6) 2014, patient complained about "hardness and swelling" in her jawline, but no pain. The product was then hylased and the patient was prescribed keflex. Patient was reviewed and there was still "hardness" in the jawline and additional hylase was administered. The reviewing healthcare professional attempted to "drain the product and discovered there was no pus in the area, just a hardening of the gel." It appeared "encapsulated." Patient had taken an overseas flight 2 days after injection. No other information in the report.

Event description:
Additional information. Patient received additional treatments of hylase and was also prescribed doxycycline. Symptoms resolved 2 months later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "hardness and swelling," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.